Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having vertebral body replacement and posterior fixation was performed due to a compression fracture. It was reported that, when grasping the t3 cylinder with the inserter and attempting to jack it up inside the body, the handle was difficult to turn. Although screw to secure the jack-up was loosened, the issue was not resolved, so the implant was replaced to complete the procedure. There was a delay of less than 60 minutes reported as a result. There were no patient symptoms reported. No further complications reported regarding the event.